Event description:
The patient is reportedly experiencing a performance decrease with his internal device. External equipment was exchanged and programming adjustments have been attempted, however, this has not resolved the problem. Testing of the device showed that it is functional. Revision surgery has been scheduled.